Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap distal gastrectomy, an adapter was used in question. The device's jaws opening/closing were checked, then the surgeon inserted the device into the cavity and tried to open the jaws, however could not. Replaced by another adapter and the procedure was completed. The event did not repeat after the surgery. No patient condition reported. They continued to use the original adapter in a procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.